Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not activate. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that the tissue welder jaws showed no signs of clinical usage. Resistance measurements were not within specifications. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not activate. Based upon the resistance measurements and the functional test, the reported complaint "would not activate" was confirmed. A lot history record review was completed for the product. There were no nonconformance which could have attributed to this failure mode. A supplemental report will submitted if add'l info is obtained. (B)(4).